Event description:
During a dialysis teatment, there was an external blood leak at the sealing plug at the front of the dialyzer, above the label. The blood in the circuit was lost. There was no pt injury or medical intervention.

Manufacturer narrative:
The affected product was discarded by the facility and therefore, is unavailable for analysis without the affected product, it is diffcult to determine the exact cause of the reported problem. Without the affected product for for investigation, it is difficult for the MFR to determine the exact naure of the reported problem, however, the MFR will continue to monitor and trend. No further reporting is anticipated.